Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to a fall in which the left femoral prosthesis fractured. The preoperative diagnosis was prosthetic fracture, heterotopic ossification. The postoperative diagnosis was septic total hip, prosthetic fracture, loose acetabular component and severe heterotopic ossification.